Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Additional report of "headaches, neck aches, leg aches" were deemed not device related. The device has been explanted.

Event description:
Patient reported right side deflation. Additional report of "headaches, neck aches, leg aches" were deemed not device related. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on anterior and yellow particles outer device. Leak test and microscopic analysis was performed which identified: striated opening on anterior and crease flat. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.